Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible detached sensor wire on (B)(6) 2014. Patient stated that upon sensor deployment, the sensor wire pulled away with the applicator and just the pad remained. No injuries or medical intervention were reported.